Event description:
A report was received that the patient's incision site had opened up and was red and hot. The patient underwent a revision procedure wherein the ipg was replaced and the patient was administered with intravenous antibiotics after the surgery. The physician believed that the event was not device or procedure related. The patient did well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.